Event description:
It was reported that the patient underwent a gynecological procedure in 2008 and a mesh, ams sparc, and obtryx were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh removal, tvt midureteral sling, and cystoscopy on (B)(6) 2010.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted, concurrently with a cystoscopy due to mixed urinary incontinence. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, bleeding, and dyspareunia. It was reported that patient underwent placement of interstim lead and ipg on (B)(6) 2011 due to refractory urgency incontinence and refractory urgency frequency. It was reported that the patient underwent placement of obtryx transobturator sling system (boston scientific) on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 05/24/2016.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence and incomplete emptying. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 08/10/2016.